Manufacturer narrative:
The sample was discarded and therefore not available for return. Without having the sample to evaluate, no conclusion can be made. Based on the information provided the surgeon did not grasp the inflation tube by the blue retrieval loop as instructed in the instructions-for-use. It is possible that forces applied to the inflation tube while pulling it through the abdomen may have contributed to the issue that presented. However, without the sample, this complaint is inconclusive. To date this is the only reported complaint for this production lot of (B)(4) units released for distribution in august, 2018. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Regarding the inflation of the echo ps device, the instructions-for-use state: "once the ventralight¿ st mesh with echo ps¿ positioning system (the device) is inserted into the abdomen, use a grasper to locate the blue retrieval loop on the inflation tube, ensuring that the blue inflation tube is not wrapped around the mesh and is clearly visible." "Pass a suture passer device through healthy skin at the center of the hernia defect (avoid going directly through the umbilicus). Grasp the blue retrieval loop and pull the retrieval loop and inflation tube out of the abdominal cavity." This emdr represents mesh #2 an additional emdr was submitted to represent mesh #1.

Event description:
It was reported that on (B)(6) 2018 the surgeon was performing a hernia repair procedure using a ventralight st w/ echo device. As reported the ventralight st w/ echo device (mesh #1) was placed in the patient, and using a suture passer that has a clamp-like grasper, the surgeon grasped the inflation tube below the blue retrieval loop and pulled up and out. As reported the inflation tube "snapped" as the surgeon attempted to pull the inflation tube. The surgeon tried to inflate the echo ps, however was unable. The entire device was removed from the patient and another ventralight st w/ echo (mesh #2) was bought in. As reported the surgeon experienced a similar event, however was able to inflate the echo ps and complete the case with the ventralight st (mesh #2) implanted.